Event description:
It was reported that the right ventricular lead had high threshold and sensing that had diminished since implant four months earlier. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 ICD implanted: (B)(6) 2014. (B)(4).